Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient presented to the pd clinic with symptoms of mild abdominal pain, low grade fever, and cloudy pd effluent. Eight days later, the patient was hospitalized for the event and on the same day had the pd catheter discontinued. The patient was switched to hemodialysis and will no longer be performing pd therapy. The patient was treated with vancomycin (intraperitoneally (ip), dose and frequency unknown), rifampicin (oral, dose and frequency unknown), and ceftazidime (dose, route, frequency unknown). On an unknown date within the same month, the patient was discharged from the hospital. The patient is recovering from this event of peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.